Manufacturer narrative:
There was no device malfunction. The biomed examined the logs and found that alarms were paused at 0904:16 at the bedside monitor. When alarms are paused, no alarms will sound. Device labeling(instructions for use) describes alarm behavior when alarms are paused, there are no audio sounds, the red alarms paused lamp on the monitor front panel is lit, and the monitor displays the alarms paused or alarms off message and symbol. The device remains in use at the hospital site. No further investigation or action is warranted.

Event description:
The customer reported that the patient went into asystole at 9:04 am, but the device did not alarm. At this time, the date of event is unknown. The device was used for monitoring at the time of the alleged malfunction. He is not aware of any code or other emergent treatment having been required in this case but did not have any further details, no patient harm was reported.